Event description:
The reporter states that he obtained a blood glucose result of 156 mg/dl on the accu-chek voicemate system in comparison to a lab result of 46 mg/dl. The results were obtained within a 10 minutes timeframe. He treated himself by eating peanut butter and crackers. He felt better 20 minutes after eating. No adverse event reported. New system sent to customer and return requested.